Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013 and suture was used. While suturing the fascia, the needle broke, the needle fragment was retrieved. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. Needles and sutures of the unopened packets were examined under 10-x magnification for attributes defects. No needle or suture defects were noted.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch dk2479, mfg date: ni, exp date: ni. Batch el2588, mfg date: ni, exp date: ni. Batch ec2829, mfg date: ni, exp date: ni. Batch em2641, mfg date: ni, exp date: ni. Batch ee2147, mfg date: ni, exp date: ni. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.